Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (unable to complete incoming functional testing) has been confirmed in the download data but was unable to be duplicated. Upon investigation the monitor passed incoming functional testing. Per review of the flag data, the monitor reset during distributor functionality testing. The cause for the reset was isolated to an intermittently defective u500 digital signal processor on the computer/analog board. The root cause for the defective u500 processor could not be positively identified. No adverse event resulted from the defective equipment.

Event description:
A us distributor reported that a monitor was unable to complete incoming functional testing.